Manufacturer narrative:
This report is being submitted for results obtained through endoscope monitoring report . After the device was returned to olympus, it was sent out for additional testing. The reprocessed endoscope was tested to determine the presence of microorganism. The endoscope monitoring report indicated, the channels of the scope were cultured. The distal end and elevator mechanism tested positive for staphylococcus hominis. The instrument/suction channel tested positive for staphylococcus epidermidis, bacillus altitudinis, bacillus aerophilus and staphylococcus lugdunensis. The investigation is ongoing. A supplemental report will be submitted upon completion of innvestigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results the device evaluation and the legal manufacturer's final investigation. The subject device was returned, and a visual inspection was performed on the received condition of the olympus borescope to verify the condition of the biopsy channel. During inspection, the borescope was inserted into the biopsy channel through the opening at the distal end. Upon entry, the device was found with minor kinks on the wall of the biopsy channel. The borescope was inserted further and found minor scratches on the wall of the biopsy channel, but there were no signs of stains or foreign material. In addition, the distal end was inspected with a magnification loop and found to have multiple abnormalities. The technician observed multiple dents on the distal end cover and deterioration of the glue around the lenses. The forceps elevator was also inspected and found free of foreign material. The technician was unable to pass the borescope through the suction channel. Therefore, the technician was unable to verify the condition of the channel. A leak test was performed, and the borescope device passed. The device was evaluated, and no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Based on the information obtained from the survey results, however, it may be presumed that the possibility that the reprocess was insufficient cannot be ruled out. The instruction manual for the gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ll ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a enterococcus faecium/ bacillus species culture test that was conducted as part of routine culturing program. The microorganism detected was streptococcus mitis/ streptococcus oralis. The microorganism was detected in the biopsy channel and forceps elevator. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Upon follow up, the customer reported that the device was not used on a patient with a known infection of the same microorganism. The date the scope was reprocessed was on may 1, 2023. It was unknown what culture method was used to test the scope. The scope did not fail adenosine triphosphate (atp) testing. The scope was not ethylene oxide (eto) sterilized. The customer would like to send the scope to nelson labs. The cleaning and disinfectant solutions used with the endoscope were medivator rapicide pa a&b. The minimum effective concentration was checked each cycle. The type of automated endoscope reprocessor (aer) used was a medivator dsd edge (serial number (B)(6)). The endoscope was brushed during manual cleaning. The brush used was a single use brush (model: olympus bw-412t). Pre-cleaning was performed immediately after the procedure. The pre-cleaning was performed per the instructions for use. The endoscope was leak tested prior to manual cleaning. The model and manufacturer of the leak tester was olympus mu-1. There have not been any problems noted with the aer. The last periodic maintenance for the aer was august 23, 2023. The date of the last reprocessing in-service conducted by an olympus endoscopy support specialist (ess) was on may 11, 2023. There had not been any change in the facilities¿ reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel were trained on how to reprocess an endoscope. The endoscope was hung in a drying cabinet and stored. The device was returned to olympus and investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.